Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since pedicle screws were placed in the patient's spine in a different position than desired with the brainlab device involved, despite according to the surgeon: the deviation of the two screws was detected by the surgeon after placement with a control CT scan before finalizing the surgery, and the screws were replaced successfully (re-positioned successfully) at the very same surgery. The outcome of the surgery was successful as intended, all 6 screws were placed in their correct final positions as intended at the end of the surgery. There was no direct (or increased) risk of harm to a critical structure (e.g. Spinal cord, nerves, blood vessels, etc.) Due to the reported problem. There was no harm or negative clinical effect to the patient due to the incorrect placement of the screws, neither for the prolongation of anesthesia/surgery by less than 30 minutes. There were no further medical or surgical remedial actions necessary, done or planned for this patient. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the deviated placements of two screws at left l3-l4 by approximately 8mm from their intended positions in the pedicle towards patient left was relative movement of the vertebrae being operated on in relation to the reference array fixed to the patient at the left iliac crest, when applying forces (hammering while using the third party screwdriver) during the surgery. Multi-level navigation (i.e. Operating on a different vertebra than the one on which the reference array is fixed, or operating across multiple vertebrae without remounting the reference array and re-registering), can result in movements of the spine relative to the fixed reference array that cannot be recognized or compensated by the navigation software. Apparently, the resulting deviation of the navigation display was not recognized by the user with the appropriate, and necessary accuracy verification checks after registration and throughout the procedure during screw placements. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to reiterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery (mis) on the spine for a transforaminal lumbar interbody fusion (tlif) with decompression from l3 to l5, with planned placement of 6 pedicle screws, was performed with the aid of the display by the brainlab navigation software spine & trauma 3d 2.6. During the procedure the surgeon: positioned the patient in prone position on the or table. Attached the navigation reference array on the left iliac crest. Performed a CT scan using a non-brainlab CT scanner and verified and accepted the automatic registration of the current patient anatomy to the navigation (to the intra-operative CT scan imported into and used by the navigation). Calibrated a non-brainlab screwdriver to the navigation and verified and accepted the accuracy of the calibration to proceed. Aligned the navigated screwdriver to the desired trajectory, hammered it a small amount to create a path, and then manually advanced the screw into the pedicle, for all 6 screws. Performed an intraoperative CT confirmation scan and verified and accepted the automatic registration to proceed. Determined from the scan that the left l3 and left l4 screws deviated laterally approximately 8mm from their intended positions. Re-placed (re-positioned) the 2 pedicle screws to their correct intended positions using the aid of navigation (a second confirmation CT was performed which confirmed all screws were now correctly placed). Completed the surgery successfully as intended. According to the surgeon: the deviation of the two screws was detected by the surgeon after placement with a control CT scan before finalizing the surgery, and the screws were replaced successfully (re-positioned successfully) at the very same surgery. The outcome of the surgery was successful as intended, all 6 screws were placed in their correct final positions as intended at the end of the surgery. There was no direct (or increased) risk of harm to a critical structure (e.g. Spinal cord, nerves, blood vessels, etc.) Due to the reported problem. There was no harm or negative clinical effect to the patient due to the incorrect placement of the screws, neither for the prolongation of anesthesia/surgery by less than 30 minutes. There were no further medical or surgical remedial actions necessary, done, or planned for this patient. Hospitalization was not prolonged either.